Manufacturer narrative:
(B)(4). D10: medical product: unknown comprehensive segmental revision system humeral bearing: catalog#ni, lot#ni; unknown comprehensive segmental revision system humeral stem: catalog#ni, lot#ni; unknown comprehensive segmental revision system humeral tray: catalog#ni, lot#ni; unknown comprehensive segmental revision system glenoid baseplate: catalog#ni, lot#ni. G2: foreign: germany multiple MDR reports have been filed for this event. Please see associated report: 0001825034-2024-00606. The product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted. H3 other text : see h10 narrative.

Event description:
It was reported via a customer satisfaction survey that between one (1) and five (5) patients have experienced dislocation following implantation of a total shoulder system. Information regarding subsequent intervention has not been provided. Due diligence is in progress for this event; to date no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Investigation results concluded that the root cause of the reported event is attributed to non-device related factors. It was reported that a patient experienced a fall resulting in dislocation and required a reduction. The upper extremities are not used for mobility; therefore, would not cause or contribute to the traumatic fall that led to further injury. As indicated, the patient sustained an external trauma that caused the complication with no allegations against the device prior to the event. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported via a customer satisfaction survey that one patient underwent an initial total shoulder implantation. On an unknown timeframe post-implantation, the patient experienced dislocation as a result of a fall. Subsequently, the patient underwent a reduction procedure to correct the dislocation. All implants remain implanted. It was reported that no further information is available.